Event description:
It was reported that during a lap cholecystectomy procedure the surgeon applied the device to the cystic artery, the jaws scissored as the clip was deployed causing the applier to jam shut on the cystic artery. The surgeon had to work hard to open the jaws and remove the device. A new one was opened and the procedure was finished. The patient is fine. No patient consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.